Event description:
Event description: cpi received information that the patient was undergoing a replacement procedure, the patient was induced into an arrhythmia; however, the patient was unable to be successfully converted out of the arrhythmia by this implantable cardioverter defibrillator (ICD); therefore, three shocks of external defibrillation were administered. Following the external defibrillation were administered. Following the external defibrillation, the device was unable to communicate with a programmer.